Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrophysiology (ep) catheter laboratory staff attempted to import from an implantable device save-to-usb file into the patient management database application; however, there were some parameters that were incorrectly uploaded. The issue has been corrected in a newer version of the patient management database application. The application remains in use. There was no patient involvement.